Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 1000 mg/dl. The customer blood glucose was 600 mg/dl at the time of incident, customer¿s current blood glucose value was 469 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.